Event description:
It was reported that the external pulse generator would not continue pacing for the expected fifteen seconds. The battery voltage measured 9.64 volts. After running the device for 2 minutes the battery drawer was opened and the generator shut off after 2 seconds. It was further reported that the ventricular lead would slide out and would not lock into place. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator would not continue pacing for the expected fifteen seconds. The battery voltage measured 9.64 volts. After running the device for 2 minutes the battery drawer was opened and the generator shut off after 2 seconds. It was further reported that the ventricular lead would slide out and would not lock into place. The generator was returned for service. It was indicated that there was no patient involvement associated with this event. (B)(6).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator did not pace for the expected amount of time after the battery was removed, but did confirm the customer comment that the ventricle output connector was worn. Analysis also found that the lower case, the battery release, the ring cover and lead flex were contaminated, that the upper case was broken and dented, affecting the keyboard fit, that one bail cover was broken and one missing as well as one bail being missing, that the ring was bent and the keyboard scratched. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.